Manufacturer narrative:
B5: upon noting the issue, the doctor then requested for a further 24 hours of the patient¿s infusion, however, the next day it was observed that the infusor was still almost full. H4: the lot was manufactured from august 19, 2022 to august 24, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which noted fluid inside the bladder which suggested a no flow issue may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. After 24 hours of therapy time, it was observed that the device had not delivered any of the medication dose to the patient. The device contained fluorouracil 4400mg in sodium chloride 0.9%. The condition was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.